Event description:
It was reported a few days after the implant procedure, the patient experienced a higher cardiac rate at rest and some respiratory difficulty. X-ray imaging was performed and a revealed a pneumothorax, however, it's not known which implanted lead resulted in the pneumothorax. The event was resolved with drainage. The patient was stable. Related manufacturer report number: 2017865-2022-08693. Related manufacturer report number: 2017865-2022-08691.